Manufacturer narrative:
The insulin pump was received with unresponsive esc and act button due to flattened dome switch. The keypad connector was inspected and no anomalies noted. Device had minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump buttons are hard to press. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.